Manufacturer narrative:
(B)(4).

Event description:
The customer stated they had received questionable ise indirect na for gen.2 results for seven patient samples on the cobas 8000 core unit and have had ise issues before. Of the questionable na results two patient samples had erroneous results. For patient 1 the initial na result was 149 mmol/l and the repeat result was 142 mmol/l. For patient 2 the initial na result was 151 mmol/l and the repeat result was 145 mmol/l. The repeat testing was performed on a c501 and believed to be correct. The customer stated that the initial results were reported outside the laboratory however a corrected report was sent with the repeat results. There was no adverse event. The na electrode lot number and expiration date was requested but not provided. The field service engineer found the sample probe was damaged with a broken tip causing the probe to suck the bottom of the mixing vessel resulting in abnormal sample aspiration. He replaced the sample probe. He performed precision, mechanical, and operational checks. All of the checks were within specification. Complaints regarding discrepant high results with the specific sample probe part number were reviewed and showed no abnormal trend. There have been no similar events at this site for this specific device on any like instruments in the past 12 months.

Manufacturer narrative:
There has not been a repeat occurrence.